Manufacturer narrative:
A button error alarm and lack of button response occurred due to corroded keypad traces. The insulin pump was received with a minor scratched display window and missing end capsticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error, which was not resolved by a battery removal and reinsertion. The customer's blood glucose was 179 mg/dl. The caller stated that the customer woke up, went to take the insulin pump off to suspend in order shower, and noticed the alarm. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.